Event description:
Boston scientific received information that this programmer displayed a black screen during a post operative check. It was turned off and on, during which noise was observed as if the programmer was turning on. However, the screen remained black. The programmer was returned.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The display had no backlight and audible noise was observed due to an overheated component within the electrical circuitry. The inverter cover was also noted to be physically altered. The programmer was repaired. Laboratory analysis was able to confirm the reported observations.